Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic distal pancreatectomy. According to the reporter: the surgeon removed the sils port and noticed the valve of 5mm port was broken. Insufflation of abdominal cavity was performed again and the broken piece was retrieved. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.